Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. Access was obtained through the right femoral artery. The proximal to mid left anterior descending (lad) had timi flow 2. The 90% stenosed, moderately calcified, non-tortuous lesion in the proximal to mid lad was predilated with a 1.5 x 15 mm maverick balloon, reducing the stenosis to 40%. The physician then inserted the taxus express2 2.25 x 20 mm drug eluting stent, but the stent would not cross the lesion. When the stent was removed from the pt, the physician discovered that the proximal struts were damaged. The damaged stent was exchanged for a taxus express2 2.25 x 16mm drug eluting stent. This stent was implanted without as much resistance. The stent was fully dilated and the lad now had timi flow 3 after 500mcg of intra coronary nicardipine. No pt complications were reported. Pt status is reported to be satisfactory.